Event description:
Heparin drip started at 2.5 ml/hr at 4pm. About 10:50pm, the nurse noticed that the 250 ml bag was almost empty. Risk manager stated facility cannot determine if the heparin bolus caused any harm. Patient was extremely ill and was transferred to another facility with septic shock. Facility tested pump and set and found free flow for about the last one-third of the peristaltic cycle which biomed determined to be tubing related, as device otherwise operated as expected. Device and tubing set were evaluated by alaris. The reported overfusion was replicated during testing and determined to be caused by the tubing set. Visual inspection of the membrane noted a discoloration of the material in the lower section of the membrane. Testing showed a variance at one portion of membrane. Significance of this is unk at this time. Results of testing by the supplier are inconclusive. Further testing is ongoing.

Manufacturer narrative:
Patient information requested and all available information is included in sections a and b.